Manufacturer narrative:
Summary of event: as reported, upon opening the device package on the back table, prior to use for a "neuro" procedure, the mandril/inner spring of a bentson straight fixed core wire guide was exposed. The device did not make patient contact. The wire was not altered by the staff. A new wire was used to successfully complete the procedure, which went "just fine." The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The prior-to-use complaint device was returned to cook for investigation. The coils were stretched and elongated, at approximately 8.7-centimeters and 10.1-centimeters from the distal tip. The weld solder balls were intact. The distal end of the wire guide was wavy. No other damage was noted. A document-based investigation evaluation was performed. A review of the device history record found two relevant non-conformances on the final lot; however, the devices were re-worked and re-inspected prior to further processing. One relevant non-conformance was noted on a sub assembly lot; however, the non-conforming product was scrapped. A review of complaint history found no additional complaints for this lot number. The product IFU states "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and inspection of the returned device suggests that there is evidence the device was manufactured out of specification; however, cook has determined this to be an isolated incident. Although two relevant non-conformances were noted on the final lot and one non-conformance was noted on a sub-assembly lot, the devices from the final lot were re-worked and re-inspected prior to further processing, and product from the sub-assembly lot was scrapped. There are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has determined that a manufacturing/quality deficiency contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, upon opening the device package on the back table, prior to use for a "neuro" procedure, the mandril/inner spring of a bentson straight fixed core wire guide was exposed. The device did not make patient contact. The wire was not altered by the staff. A new wire was used to successfully complete the procedure, which went "just fine." The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.